Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, broken button. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model#" & "catalog#". Corrections: d9: "device available for evaluation". B5: "describe event or problem". E1: "name and address". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
Update: a healthcare professional returned a silent nite 3d one piece appliance and reported that the lower left anchor had fractured off the device. Per the investigation it was observed that an anchor was broken off from the device. No additional details were provided regarding when the fracture occurred, how the event was discovered, or whether the patient experienced any symptoms or adverse effects. The product was made available for evaluation. Multiple attempts to obtain additional information have been made; however, no further details have been provided.

Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the lower left anchor broken off on silent nite sleep appliance popped off. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.